Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however a like device catalog # c01a, 510k #k041584 and UDI # (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty surgery due to metastatic bone tumors. Intra-op, the cement filled into the left side of l1 vertebral body leaked a little. There was a delay of less than 60 min in overall procedure time as a result of this event. No health damage in the patient was reported due to this event.